Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that he turned the hc on and it keeps beeping power restored. The hp stated he had an issue last night and he called in and they told him to turn the hc off and then connect tonight and try again. The hp is currently connected to the hc. The technical service representative (tsr) explained that the hp should set up with new supplies and start over and assisted with ending therapy on the cycler. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error reuse of single-use product. This complaint is confirmed because it is reported that during trouble shooting of a power situation, the patient reused the disposable supplies, which is a use error. The assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.